Event description:
Customer was unable to write treatment plan to a floppy disk for transfer of plan to the mhdr. Customer manually programmed "tcs" by using the tab function and arrow keys in combination. Customer inadvertently changed step size from 2.5 to 10 mm. The result was an underdose in the region intended for treatment and unintended dose to an area outside that region. Customer reported the nuclear regulatory commission defined misadministration to nuclear regulatory commission and informed nucletron of the event.